Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient injected in the tear trough with juvéderm® volbella¿ with lidocaine and was in pain during procedure and stated that ¿one of the most painful and distressing experiences I¿ve ever had with an aesthetic procedure¿ ¿was excruciating¿. Patient is complaining of "neuralgia (electric shocks/shock like sensation) whenever touches the right side tear trough area since treatment". Patient reports no other symptoms other than some electric shock type pain when touching the right hand side of face and some altered sensation in gums. Reports gums also occasionally feel numb/tingly since. Hcp later reported patient complains of ¿left with facial asymmetry (one lower eyelid visibly lifted), pain across the face and even in the gums, and a poor aesthetic result that is already clearly worse than the previous experience ,and this is just one day post-treatment¿. Patient was not happy with the pain of the procedure, reports looking terrible and not being able to lift the house, reports having nightmares, reports not being able to sleep, reports right eyelid is much more lifted than left eyelid (pre/post filler pictures indicate patient already naturally had this asymmetry as right eye appears smaller so right eyelid sits higher naturally, but hcp did not mention this to patient as did not want to upset further). Also reports a ¿ball¿ on the cheek, which advise is not filler but swelling at the entry point where pilot needle went in. Treatment included cold compress ,ibuprofen. Symptoma ongoing/unresolved.